Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 80% stenosis. Pre-dilatation was performed with a 1.5x12mm and a 2.0x12mm mini trek balloon dilating catheter to 8 atmospheres. The 2.25x23mm xience alpine stent was deployed at 10 atmospheres and the stent delivery system was removed. An angiogram revealed a dissection at the distal edge of the stent. A 2.5x23mm xience alpine stent was used to treat the dissection with resulted in adequate hemodynamic flow without residual stenosis. There was no adverse patient sequela. No additional information was provided.